Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain it was reported that since implant, the patient has had soreness at the ins site. It was also reported that the patient has experienced a loss of efficacy / "potency" of their implant because they used to have it on "level 5" but now they need it on "level 10". The patient was getting away from drugs. It was noted that when the ins was implanted it was put in the same pocket their prior ins was implanted in. The prior implant was replaced due to normal battery depletion. It was also reported the ins is not deep enough, and the patient's belt slides down and hits the ins. It was noted they could not go further and the ins was on the left side instead of the right. The patient has been scheduled to have the ins removed on (B)(6) 2017. No further complications were reported.